Event description:
It was reported that after filling the infusion set and before using it, the customer noticed that the tubing became loose from the connection. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.